Manufacturer narrative:
Batch review performed on 27 sept 2024: lot 162967: (B)(4) items manufactured and released on 06-jul-2016. Expiration date: 2021-06-22. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 7 years and 11 months from the primary, the patient came in reporting pain due to a distally potted stem and the cause is unknown. The surgeon revised the stem, head and liner. The surgery was completed successfully.